Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I have a system that just made me aware of 4 separate sites that had the same product issue with the same material number and lot number. Can you help me create the following pir for them? Complaint: needle not retracting when the safety button is depressed. Patient injury or harm: no. (B)(6) 2025. Date of event: 05-05-2025 was first notification.

Manufacturer narrative:
The complaint that the needle was not fully retracting when the safety button was depressed could not be confirmed from the three shielded 18ga insyte autoguard needles that were provided for investigation. A visual examination and functional test revealed no damage or defects that would have contributed to the reported event. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.